Manufacturer narrative:
Vyaire medical file identification: (B)(4) h10: a vyaire field service representative(fsr) evaluated the device onsite and confirmed that the unit had a vent inoperable issue. The fsr discovered that the device battery is not working properly. The battery was replaced and the unit is now working properly. The fsr ran the unit for 30 minutes with no issues and the device is within specifications via OEM (original equipment manufacturer).the device will be placed back in service. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that ventilator inoperable alarm occurred on the vela ventilator. At this time, there is no information regarding patient involvement associated with the reported event.